Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unit powers off during use. The reporter alleged unit powers off prematurely and stays on when turned on with power button; meter has new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.